Event description:
Reporting status: malfunction. Reporting rationale: partially deflated balloon is likely to cause or contribute to patient injury. Device issue: partially deflated balloon. It was reported that the target lesion was calcified in the mid lad with no tortuosity. Pre-dilatation was done with another company's balloon catheter and ivus was performed. A 2.5 x 32 stent was implanted in the lesion and ivus was performed again. Voyager nc 4.0 x 12 mm was used for the post-dilatation; however, the balloon was able to deflate only a little and unable to be pulled into the guiding catheter. Negative pressure was applied using an indeflator, but the balloon did not deflate; therefore, it was removed from anatomy as a unit (with guiding catheter and guide wire). No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4): results - product performance engineering could not determine a conclusive root cause for the partially deflated balloon. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. The distal end of the balloon was wrinkled. There were multiple bends at the proximal end of the hypotube. There was no other damage noted to the balloon catheter. The entire length of the balloon catheter was measured and this met manufacturing criteria. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to pressurize the balloon to 18 atms and measured the deflation times of the balloon. The deflation times of the balloon met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product, which is consistent with preparation, the catheter advanced over the guide wire into the anatomy and the balloon inflated. Difficulty to deflate can be affected by, anatomical morphology, disease state, pre-dilatation, inflation technique, unevenly trimmed hypo-tube jacket material in the inflation port, causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. It is also possible that the contrast mix ratio may have been improperly diluted and could have contributed to the deflation failure. Contrast that is more concentrated can lead to slower inflation. It is specified in the instructions for use (IFU) materials required section that the contrast is 60% contrast diluted 1:1 with normal saline. Dimensional analysis of the returned product confirmed that the total length of the balloon catheter was within manufacturing criteria. A new inflation device was attached to pressurize the balloon catheter to rated burst pressure (rbp). The reported difficulties deflating the balloon were unable to be confirmed as the balloon was tested three times and the deflation times were all within manufacturing specification. Analysis noted the distal end of the balloon was wrinkled, and there were multiple bends in the hypotube. Since this damage was not reported in the incident information, the wrinkled balloon and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported difficulty deflating the balloon. In this case, a conclusive cause could not be determined for the reported difficulty deflating the balloon; however, there is no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot. This MDR is considered closed by the product performance group.